Event description:
On 01/03/2012, the customer reported that she purchased her breast pump in (B)(6) 2010, started using it shortly thereafter and the pump had a "major loss in suction on one side," which led to development of mastitis. She did not report the incident at that time, but stored the pump away. She is now getting ready to use the pump for a subsequent child and emailed customer service because she is concerned about using the pump again.

Manufacturer narrative:
Customer service emailed the customer troubleshooting tips to address her low suction issue. In follow up, the customer indicated that after using a friend's pump for a little while, she decided to purchase her own pump and did so in early (B)(6) 2010. About 2 to 3 weeks into using it, she noticed low suction on one side. She took it apart and cleaned all of the parts/accessories, but it didn't help the suction issue. She thought that maybe it was an issue with her milk supply. She ended up getting mastitis in late (B)(6) 2010 for which she was treated with antibiotics. Her mastitis resolved and she continued to use the pump and then put it away when she weaned her child from breastmilk. She indicated that she received the troubleshooting tips but would like to speak with customer service directly. Since this initial follow up contact, the customer has been non-responsive to medela's attempts to contact her, including a final contact attempt by letter. "Mastitis is usually a benign, self-limiting infection, with few consequences for the suckling infant. The risk for mastitis is higher among women who have breastfed previously, especially those with a history of mastitis." ["Breastfeeding and human lactation" (riordan and wambach, 4th edition, page 294)]. It cannot be definitively concluded that the pump caused or contributed to the mastitis. Complaints will be monitored for similar issues.